Manufacturer narrative:
The patient complained of moderate pain. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant risks signed off by the patient include extended penile or scrotal pain and discomfort. On (B)(6) 2016, the patient complained of pain in the suprapubic area. He was instructed to continue icing, wear tubi-heal, and to take tylenol as needed. He was followed-up with the next day, (B)(6) 2016, for drain removal. The patient reported the pain was reduced once the drains were removed. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, pain is listed as an anticipated adverse event. The instructions for use (IFU) also identifies pain as potential adverse event, which is communicated to the patient prior to implantation. Pain is a common and anticipated side effect of any surgical procedure, especially close to surgical date when healing and recovery is still ongoing. The complaint was reported within 2 days of the surgical procedure. It is unclear if the patient took proper care of the drains, potentially causing the pain as mentioned within the progress notes.

Event description:
Patient complained of moderate post-op pain.